Manufacturer narrative:
The device was returned to zoll medical canada; the customer's report was duplicated and attributed to the multifunction cable (mfc) and mfc connector. The mfc cable and mfc connector were replaced to remedy the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a 75-year-old male patient in cardiac arrest, the device was unable to detect the attached multifunction cable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.